Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Reportedly, the customer delivered a larger bolus than necessary. Soda, sandwich, and cookies were consumed to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.